Manufacturer narrative:
The philips remote application specialist (ras) interviewed the customer who recalled a low heart rate (hr) alarm set at 70. With a hr low set at 70 and an extra brady set at 40, the customer would not get a red alarm until 29. The (ras) logged into philips remote session (prs) to evaluate the logs and discovered the tele ECG settings were not configured as expected. The device's alarm configurations were set to 40 not 20, like for the rest of the beside monitors. With permission of the nurse manager, the customer settings for the mx40 were aligned for the extra brady setting to match the other devices at setting 20. The reported problem was confirmed. No further investigation or action is warranted at this time.

Event description:
It was reported the device was not alarming correctly. The device was in use on patient at time of event, there was no adverse event reported.